Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years later, the filter retrieval was scheduled. Access was gained via the right internal jugular vein. A 5f bern catheter was introduced into the inferior vena cava below the filter over a bentson wire. The catheter was injected and dsa imaging of the abdomen was performed as an inferior vena cavagram. Over a super stiff wire, a 7f 55cm sheath was placed. Through the sheath a 15mm snare was used in failed attempts to remove the filter. Over the wire, a 16f sheath was placed. Using a contra catheter and 15m snare, a loop snare was formed around several of the filter elements. This time, the filter was pulled back into the sheath, folded overusing the metal stiffener and was eventually removed intact. A spot film imaging during retrieval showed the filter to be significantly tilted to the patient's right, placing the filter apex in contact with the caval wall. A fibrous cap was present over the filter hook. Therefore, standard techniques for inferior vena cava filter removal failed. Additionally, there was a midshaft leg fracture in the filter that was present on computed tomography scan for more than a year. The filter fragment was identified over the right upper quadrant of the abdomen. There was no evidence of thrombus in the inferior vena cava or inferior vena cava filter. Subsequently two days later, computed tomography (CT) revealed that the filters fragment had embolized to the middle hepatic vein and was wedged peripherally in the liver. Review of prior CT scans showed that the filter fragment had been in that location. The doctor recommended that the likelihood of being able to remove the fragment percutaneously was very low and carried more potential risk than leaving the fragment in place. Therefore, the investigation is confirmed for alleged filter tilt, filter limb detachment and retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and placed before laparoscopic sleeve gastrectomy. At some time post filter deployment, it was alleged that the filter tilted, struts detached. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and placed before laparoscopic sleeve gastrectomy. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated. The device was removed percutaneously after an attempted, but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.